Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding low sodium (na) results obtained on patient samples. Ccc instructed the customer to bleach the system and replace the sensor. A siemens customer service engineer (cse) was at the customer site. After evaluating the instrument, the cse replaced the rotary valve x-seal, the xo tubing, and verified that flush fluid in drain was clear of bubbles, after which he found none. The peristaltic pump tubing had been replaced earlier because the pump rate was too low. The cse performed dilution check, which passed. The cse replaced standard a with a new one. The cse ran precision, resulting unsatisfactory. The cse replaced the sample pump tubing and sample probe as the tubing was cracked. The cse aligned and primed the system. The cse ran system check and precision on patient samples, resulting satisfactory. The cse ran quality controls (qc), resulting within specifications. A siemens headquarter support center (hsc) specialist reviewed the instrument data and could not determine the cause of event. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.